Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure observed during analysis.final analysis found that the lead was returned in two pieces. The insulation was abraded at 26.6 cm to 26.9 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart.(B)(4)

Event description:
This report is to advise of an event observed during analysis.